Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons had t press more than once and buttons are really worn. The customer's blood glucose value was unknown. The insulin pump rejected new batteries, battery life decreased. The insulin pump had crack, stopped in the middle of rewind and also had slower and louder to rewind. The insulin pump randomly shut off and had button error. The insulin pump will not be returned for analysis.